Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer¿s adc freestyle libre sensor produced an error message. It was further reported that on (B)(6) 2018 customer was ¿sweating¿ and was in a ¿confusional state¿ but due to the sensor error she could not receive a sensor scan reading. Caller treated the customer with soda and candies. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s wife reported customer¿s adc freestyle libre sensor produced an error message. It was further reported that on (B)(6) 2018 customer was ¿sweating¿ and was in a ¿confusional state¿ but due to the sensor error she could not receive a sensor scan reading. Caller treated the customer with soda and candies. No additional treatment was required. There was no report of death or permanent injury associated with this event.